Event description:
Philips received a complaint on the dfm100 device indicating that the battery is faulty. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care center was received and it was determined the battery needed to be replaced. The customer ordered a battery through a third-party company. The replacement of this battery resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.